Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x1.5mm balloon ruptured at eight atms. Details regarding the lesion being treated were not provided. The maverick2 monorail balloon was removed and the procedure was completed. No pt injuries or complications were reported. Pt status is reported as 'good.'